Event description:
Part of the inserter shaft broke off when removing the inserter. Surgeon tried removing but felt the piece was still in anchor and was very tight. He was more concerned about loosing piece in the joint.

Manufacturer narrative:
(B)(4)